Event description:
It was reported that the right ventricular lead had an svc (superior vena cava) fracture as the impedance was high, alert had triggered and there was noise on the lead. The svc was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.